Manufacturer narrative:
The review of our complaint file indicates that this is the first time such a problem is reported on prisma m100 lot # 07c1462g. No sample was available. Regarding this type of pod failure: a corrective action was implemented in october 2005 from prisma m100 lot # 05j2796p. After implementation of this first corrective action, the rate of complaints has decreased. But, time to time, such a type of complaint could be reported. A new corrective action was implemented in september 2006, it consist in a 100% air integrity test under 3 bars pressure to the pod. First lot # concerned by this action: prisma m100 lot# 06i1980g. This is the first time such a pod failure during unloading is reported since implementation of the corrective action. The rate of complaints relating to a breakage of pod during unloading is 0.035 per 10,000 devices (calculated based on the last 9-month period, after implementation of the corrective action). No further action will be taken by gambro industries. Nevertheless, we will continue to monitor and trend this type of defect. It is to be noted that during unloading of the set, the pt is not connected, so that there is no possible safety issue. But, blood spurt occurred and it would have presented a risk of infection/contamination for the nurse due to the contact with external blood leak. This is the reason why we decided to report this complaint as MDR/mdv.